Event description:
Philips received a complaint from customer biomed reporting the v60 ventilator could not be powered on. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported problem. The rse determined front panel overly replacement was necessary to resolve the issue. The customer requested field correction order implementation to install a front panel overlay. The investigation is ongoing.

Manufacturer narrative:
H10: a philips authorized service provider (asp) updated the v60/v60 plus device(s) by replacing the ventilator¿s original front bezel assembly with nav-ring, to a new front bezel without the nav-ring. The correction components include the front panel overlay. This correction is meant to mitigate the risk of liquid ingress into navigation ring component. However, in this case it resolved the reported issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.